Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, inadequate bone quality/quantity, mobility(B)(6) are same patient.